Manufacturer narrative:
D1 (brand name) & d4 (serial) has been updated. D3 (manufacturer fax) has been added as this was omitted from the initial mw submitted. The cause of the major bleed/asae was not determined due to insufficient clinical details and no product return.

Manufacturer narrative:
H6: code f2302 added per information in the complaint file. Clinician narrative: an impella cp was inserted via percutaneous arterial access for protected percutaneous coronary intervention. The patient¿s age and sex were not reported. The patient presented for protected percutaneous coronary intervention with treatment of the left anterior descending and left circumflex arteries. Past medical history and society for cardiovascular angiography and interventions stage were not reported. The patient experienced a major bleeding event associated with the access site following placement of the impella cp using the provided sheath. Oozing was reported from the interface between sheath components, progressing to significant blood loss estimated at approximately 1500 milliliters, which required blood transfusion. Due to difficulty controlling the bleeding, the impella cp and sheath were removed and replaced with a 16 french sheath. Medical device removal was performed in response to the bleeding event. No additional hemodynamic parameters, anticoagulation values, or contributing clinical factors were provided. Major bleeding is a known potential complication of large-bore arterial access and mechanical circulatory support, particularly in the setting of anticoagulation, vascular disease, procedural complexity, or prolonged dwell time. These risks are described in the instructions for use and are well documented in the medical literature. Based on the limited information available, no definitive conclusion can be made regarding patient-specific, procedural, anticoagulation-related, or handling-related contributing factors. There was no information provided to suggest a device-related issue. The patient survived.

Event description:
An impella cp was placed via the 14fr introducer sheath at the femoral artery to support the male patient of unknown age. The patient was admitted in for a high-risk percutaneous coronary intervention (hrpci) to treat the known coronary artery disease. Any other cardiac or systemic comorbidities are not shared. The introducer sheath had an active bleed, reported to be at the yellow circular portion of the sheath. The team infused blood products back to the patient. When this and the use of perclose did not remedy the bleed, the team made decision to explant both the introducer sheath and the cp pump. The team attempted to achieve hemostasis by the placement of a non-abiomed 16fr introducer sheath at the access site, but eventually needed surgical hemostasis. The surgery team achieved hemostasis and the patient survived the event. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.